Manufacturer narrative:
The ise check indicated an issue with the na electrode. It was found that qc results for na on ise 1 were frequently out of range, high. The investigation determined the event was due to customer handling (running patient samples when qc failed) and a component issue (na electrode).

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. An instrument check failed for na. The customer replaced the electrodes. After replacing the electrodes, the instrument check passed, and calibration and qc were acceptable. The customer performed comparison testing between ise 1 and ise 2, and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit (ise 1) compared to a different cobas pro ise analytical unit (ise 2). The customer is questioning the results from ise 1. The initial result from ise 1 was 140 mmol/l. The repeat result from ise 2 was 134 mmol/l. The customer checked qc for ise 1 and obtained failing results. After performing calibration, qc passed. The sample was repeated on ise 1, and the result was 141 mmol/l.